Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3708240 lot# serial# (B)(4) implanted: 2008 (B)(6) explanted: product type extension product ID 3998 lot# v009471 serial# implanted: 2008 (B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the patient was not scheduled for a revision yet. No further complications were reported.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3998, lot# v009471, implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome via a manufacturer¿s representative (rep). The rep reported that 1-2-3 contacts were high impedances historically. The rep reported that they were able to get adequate coverage at the appointment following the replacement. The rep reported that the patient then called and said he was having ¿surges¿ at random times during use. The rep reported that impedance check was run at post-operative. The rep reported that they were discussing with the healthcare provider the next course of action. The rep reported that the patient would like to keep the system off until the visit on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Section references the main component of the system and other applicable components are: product ID 3708240 (B)(4) implanted: (B)(6)2008 explanted: product type extension product ID 3998 lot# v009471 implanted: (B)(6)2008 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the high impedances weren't resolved but they were able to program around the impedances. No further complications were reported.